Event description:
It was reported that at a scheduled follow-up, there was loss of capture, high bipolar impedance, noted as 'greater than 9999 ohms', and x-ray revealed an apparent lead fracture. The lead was capped and replaced. No patient complications were reported as a result of this event.